Event description:
It was reported that during follow up, an alert for out of range hv lead impedance was observed. Impedance measurements in clinic were within normal range. Patients condition was stable. No further information is available.